Manufacturer narrative:
The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e allofit alloclassic shell) are marketed in USA, and therefore this report was filed. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim.. It was reported that patient was implanted with an allofit-s alloclassic shell 52/ii on unknown date and is being monitored due to unknown reasons. No other information was provided at this time.

Manufacturer narrative:
Additional information was received on august 11, 2016. The evaluation of the provided information has been made available the device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore, the condition of the component(s) was(were) unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history was unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. Nevertheless, should additional information become available to us, a follow up report will be submitted. Zimmer (B)(4) consider this case as closed. (B)(4). .

Event description:
After investigation review it was discovered that the patient was implanted the allofit-s alloclassic shell 52/ii on unknown side on (B)(6) 2009. No more information was provided and it is unknown if the patient was already revised.